Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, cause and psc codes. A good faith effort for follow-up was conducted but no additional information was obtained. The ins 7426 soletra remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. The investigation of the ins 7426 soletra is inconclusive because of insufficient event information. Product ID 7426 lot# serial# (B)(4), implanted: 2004 (B)(6); product type implantable neurostimulator product ID 748251 lot# serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3389-40, lot# j0424908v, implanted: 2004 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s stimulator turned off sometime before the day of the report. The patient went to their physician, as they suspected it may have turned off. The patient is unable to tell immediately if the device was off. Upon interrogation, the device had turned off and was turned back on. The patient was to examine the environment for a possible source. It was noted at the time of report that the patient had two stimulators implanted.